Event description:
Patient presented to the physician with bleeding, clear fluid, and medial portion of neck incision scabbed. Physician cultured the area and prescribed antibiotics. Culture returned positive for infection. Patient presented back to the physician with area of abscess improved and erythema. Physician prescribed additional antibiotics and imaging of the area.